Manufacturer narrative:
E1: reporter institution phone number (B)(6). E1: reporter phone number: (B)(6). The following functional tests were performed: a philips field service engineer (fse) went onsite and determined that the speaker required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The device was operational after replacing the speaker and device was returned for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating that there was no sound. It is unknown if the device was in clinical use at time event and no adverse event reported.